Manufacturer narrative:
The lead has been returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Dried blood and body fluid was observed to have infiltrated the lead lumen. Resistance, hipot and pressure testing were then completed to assess the lead's electrical performance and insulation integrity. Measurements through out these tests were within normal limits. The lead did not pass the guidewire insertion test most likely due to the dried body fluid in the lead lumen. Laboratory testing was unable reproduce the allegation of lead dislodgement in analysis.

Manufacturer narrative:
This lead has not been returned. Should additional information become available, this report would be updated.

Event description:
--

Event description:
Boston scientific received information that this left ventricular lead dislodged one day post implant. The physician tried to reposition the lead, however was unable to find a coronary sinus branch large enough for this lead to stay in position. The lead was removed and replaced. No adverse patient effects were reported.